Event description:
The customer reported to olympus, no image with 180 endoscopes with the evis exera iii video system center. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed the device was serviced and found a defective printed circuit board. It is likely that the abnormal imaging was caused by the defective printed circuit board. There has since been a design change to prevent recurrence. Olympus will continue to monitor field performance for this device.